Manufacturer narrative:
D4 - primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained. Further information was requested but not received.

Event description:
It was reported that noise, oversensing, and inappropriate mode switching were observed on the right atrial (ra) lead. Ra lead insulation damage was suspected to be the cause of the event, but was not confirmed via diagnostic imaging. No intervention has been performed at this time to resolve the event. The patient was in stable condition and will continue to be monitored.